Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occured. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous circumflex artery. A 2.00mm x 8mm emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with different use device. No patient complications were reported.